Event description:
A malfunction alarm, indicated by a malf 12 code, was reported. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, which resolved the malfunction without recurrence. The customer was advised to continue using the pump and to call back if the issue reoccurs.